Manufacturer narrative:
Device evaluation: the 1 x zepdf-5-4 zimmon pancreatic stent set of lot number c1983663 was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is open to capture an incorrect size wire guide used on the device which has been attributed to user error. User /use related complaints is considered foreseen misuse. Its is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Documents review: prior to distribution all zepdf-5-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zepdf-5-4 devices of lot number c1983663 did not reveal any discrepancies that could have contributed to this complaint issue. IFU review: it should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says" choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the user did not follow the packaging insert. Image review: an image was not returned for evaluation root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent, it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Summary: failure identified: as per customer testimony stent kinked. Confirmed quantity of 1 device, prior to use. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
When the user tried to advance the stent over the wire guide (olympus / visiglide2 0.025inch), it kinked. The procedure was completed by using another zepdf-5-4 (lot#: unknown) from the hospital inventory. Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes: <physician's comment> I think I used it wrong. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact please see the description of event. What was the target location for the stent? Pancreatic duct please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?: olympus visiglide2 0.025inch. Was the wire guide lubricated prior to use?: yes. Was the device at the centre of the complaint inspected for damage prior to use?: yes. Was the wire guide inspected for damage prior to use? Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy?: no. If not with the device in question, how was the procedure finished?: please see the description of event. Did the patient require any additional procedures as a result of this event?: no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? Was a straightener used to straighten the stent?: no. (If any damages were confirmed prior to use)was the package damaged?: no.